Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid video scope displayed stripe on the image when camera was moved. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Event description:
It is unknown when the event occurred.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and correction. Updated fields: d2a, d4, d8, d9, g3, g4, h2, h3, h4, h6, h10, h11. Corrected field: b5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the r-unit (charge coupled device) was broken and therefore the insertion pipe did not rotate smoothly a definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the r-unit was broken. Olympus will continue to monitor field performance for this device.